Manufacturer narrative:
Unit failed to vibrate during self-test due to vibrator motor connector broken black wire. Unit was received with normal operating currents and also passed restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump did not vibrate during the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.